Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on a 33yrs old female patient. The results provided were: on (B)(6) 2026 sid (B)(6): initial= 26.10 ng/l (laboratory reference range= < 16 ng/l) /repeated on (B)(6) 2026 on alinity ai25321=0.00 ng/l. Beckman= 2 ng/l (reference range=< 12 ng/l). Redrawn and repeated on (B)(6) 2026 on ainity ai05730 sid (B)(6) =0.00 ng/l. There was no reported impact to patient management.